Manufacturer narrative:
Concomitant medical products: bis-is-15 lead adaptor, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electrical short in the lead adaptor was causing diaphragmatic and nerve stimulation from the left ventricular (lv) lead. High thresholds and low impedance were also observed. The adaptor was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.